Manufacturer narrative:
Based on the information currently available, it is not known whether the device caused, or contributed to the event. This report is being submitted, even though no intervention has been reported, due to the potential for interventional activity associated with the symptom of pain and this device. We therefore, consider this report complete to the best of our knowledge at this time.

Event description:
Hospital's attorney's report to ms&s regarding a pt with recalled mesh. The mesh was implanted in 2005 and the pt began to complain of pain two months prior to the report.